Event description:
A female pt was set to receive an unk amount of delotted from the pca ii infusion device with a 1.5 lockout for 3 hours in 2005. Customer states that at 3 pm it was discovered that the female pt had obtained the security code for this pump and approved additional doses of narcotic to herself and attempted to do the same on a second pca ii pump. This pt suffered no injury and no medical intervention was required.